Event description:
It was reported 4 bd plastipak¿ syringes with luer-lok¿ tip had a misaligned stoppers and also leaked past the stoppers. The following information was provided by the initial reporter: "withdrew drug from a 50 ml glass bottle with a rubber membrane. First spray about 10 ml of air into the glass bottle and then aspirate the medicine. Hold the glass bottle higher than the syringe. When about 20 ml of the drug was filled into the syringe, it began to drip drug along the flask. Then discovers that the syringe's rubber membrane has given way and become slightly crooked during ongoing aspiration."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-mar-01. Investigation summary one sample was provided to our quality team for investigation. Through visual inspection, the stopper was verified to be properly assembled, however, the barrel was observed to be damaged at the 35ml marking, preventing proper sealing of the stopper when moved across this point, resulting in the leak reported. A device history review was performed for the reported lot 2004252, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment.

Event description:
It was reported 4 bd plastipak¿ syringes with luer-lok¿ tip had a misaligned stoppers and also leaked past the stoppers. The following information was provided by the initial reporter: "withdrew drug from a 50 ml glass bottle with a rubber membrane. First spray about 10 ml of air into the glass bottle and then aspirate the medicine. Hold the glass bottle higher than the syringe. When about 20 ml of the drug was filled into the syringe, it began to drip drug along the flask. Then discovers that the syringe's rubber membrane has given way and become slightly crooked during ongoing aspiration."